Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5554-45 lead, implanted: (B)(4) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited elevated sensing integrity counter (sic), four to five oversensed beats, and two high rate non-sustained episodes. It was noted that extensive arm movements performed could reproduce only one oversensed beat with bending to the ground. Lead testing and trends were stable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lead alerted again for oversensing and low impedance. Detections for the lead were turned off. The patient was scheduled for a lead extraction but the patient cancelled the procedure and no further intervention has been scheduled. No patient complications have been reported as a result of this event.